Event description:
Severe silicone migration from gel bleed of intact implants, neurological issues, seizures, unable to walk, tremors, memory issues, skin rashes, vision issues, cfs, aps, lupus, malabsorption issues, hair loss, anxiety, depression, stuttering, severely underweight, chronic nausea, extremely high levels of heavy metals, gi issues, food allergies, narcolepsy, severe cystic acne and more I can¿t remember. None of these issues happened until months after my implants were put in me.